Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a pump error 130 alarm and pump error 43 alarm during rewind. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a broken belt clip rails, a cracked case-corner of belt clip rails, a pillowing keypad overlay, a serial number label fading and a cracked retainer. The test p-cap/reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08695 inches. No unexpected pump error 43 alarm and pump error 130 alarm noted during the testing. Device history file/traces download was successful using thus. Device was cut open to perform visual inspection and corrosion was found on the j5/pcb1 connector and other electronic components on pcb1. Corrosion was also found on the pcb2 and vibrator assembly. No corrosion or moisture damage on the force sensor and motor assembly noted. Pump error 43 alarm were recorded and found in the formatted history file on (B)(6) 2021 21:37:43.000 alarm alert notification, (B)(6) 2021 10:10:35.000 alarm alert notification, (B)(6) 2021 10:10:40.000 alarm alert cleared, pump error 82 alarm on (B)(6) 2021 21:50:14.000 alarm alert notification and pump error 130 alarm on (B)(6) 2021 21:36:08.000 alarm alert notification to (B)(6) 2021 21:54:08.000 alarm alert cleared and (B)(6) 2021 10:10:39.000 alarm alert notification due to corrosion found on the j5/pcb1 connector and pcb2. No pump error 37,38, 39, 41, 42, 79 and 80 alarm on the pump history noted. The force sensor zero offset measured and within spec range. The motor was tested outside of the device and passed. Failure analysis summary: the customer received multiple pump error 43 alarm, pump error 82 alarm, pump error 130 alarm during basal delivery according in the formatted history file download due to corrosion on the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer stated that they was able to clear the alarm. Customer stated that they was not able to rewind the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.